Manufacturer narrative:
The device was returned for investigation. It was inspected by the manufacturing facility internally and externally for worn or bad parts. All parts were within specifications. The knob tension was well below specifications and was re-adjusted. Device was lubed and calibrated. The device was bought in (B)(6) 2001 and this is the first time in for service.

Event description:
The distributor reported for the user facility that dermatome shredded the skin graft. There was a partial thickness injury to epidermis. Physician did not go to the second site. It was unknown if the graft was used.